Manufacturer narrative:
Product analysis#: (B)(4), equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch; and within an opened pipeline flex inner pouch. Damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with pads. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid end were found fully opened and damaged. No other anomalies were observed. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed as the have failure/incomplete open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause for damage could not be determined. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped-500-25 (b480697); product type.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one pipeline did not adhere to the wall and was shortened and another pipeline failed to open in the distal section and appeared fish mouthed during implantation. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic artery with a max diameter of 4 mm and a 4 mm neck diameter. Landing zone: distal: 4.84 mm and proximal: 4.81 mm. It was noted the patient's blood flow was xxx and vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed the 5-25 stent could not adhere to the wall, while the 5-30 stent adhered to the wall. It was reported that the diameter of the stent-covered blood vessel was 4.8 mm. After the first 5-25 stent was deployed, it was severely non-adherent and shortened. It was suspected that the actual model of the stent did not match the model on the package. It was reported the tip of 5-35 stent could not be opened and appeared like a fish mouth during implantation. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that on (B)(6), the pipeline was implanted again to cover the problematic stent. The target implanted blood vessel diameter was 4.84-4.81mm, and the 5-25 pipeline was selected for the surgery. After implantation, the pipeline opened well but was severely not attached to the wall. It was suspected that the stent was incorrectly packaged and the diameter of the blood vessel was far different. In the end, the surgeon chose to implant a 5-30 (the 5-35 tip was not opened and a complaint had been filed) pipeline to cover the 5-25 stent. The pipeline with lot # b480697 was implanted in the patient. The stent was implanted at the intended location. However, the actual opening diameter of the stent was seriously inconsistent with the packaging diameter, and the stent was seriously not attached to the wall. The cause of the failure to open was not determined, but it was suspected that the stent tip was damaged. It was basically confirmed that the implant did not match the nominal model on the packaging. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.